Event description:
Device malfunction: watermelon seeded, unintended site. Time of malfunction: during the procedure. Symptoms/ae: nonresorbable materials, unretrieved in body. It was reported that during a procedure of a renal artery, the stent came off the balloon, watermelon seeded, and ended in the common femoral artery (cfa). A second herculink stent was used and successfully placed in the target lesion. No patient injury and no additional information is available.

Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports (nmrs) which could have contributed to this complaint.